Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation revealed that the reported phenomenon was reproduced in the beginning, but after electricity was turned on, and the power switch was repeatedly turned on and off, the phenomenon became not reproduced. The video connector was disassembled, but no abnormality was found in the inside wiring or soldering. There was no deposition found on the electrical contacts of the video connector. Image was properly displayed with the imaging unit alone. The subject device was used a total of 597 times, or for 53,825 minutes, and the video connector had no record of replacement. The manufacturing records of the subject device were reviewed with no irregularity. Though the exact cause could not be conclusively determined, it is surmised that an unknown irregularity in the image processor circuit board due to deterioration of use caused the reported phenomenon.

Event description:
During preparation of an unknown procedure, since image from the subject device was not displayed, the user facility replaced it with ltf-vh to complete the procedure. There was no patient injury reported.